Event description:
It was reported that the IV was placed, upon removal safety did not engage and part of needed was stuck in hub. As a result patient has to be stuck again. No additional information.

Manufacturer narrative:
No device was returned for investigation.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: the report was submitted in error., corrected data: corrected information provided in h10.